Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they tried to calibrate the device, but the syringe did not move and an error message 'travel course error' was displayed. They had also checked the clutch and plunger lever occurred during feeding and testing. There was no patient involvement and no harm/adverse event reported.